Event description:
Additional information received from the healthcare provider via the manufacturer's representative (rep) reported the consumer felt stimulation in the abdomen. An x-ray was ordered which showed the leads had migrated up. The leads were revised on (B)(6) where the physician opened the spine incision only and pulled the leads down and re-anchored them with sutures. Following the revision the issue was resolved.

Event description:
Additional information was received from the patient. It was reported that the steps taken to resolve the issue was that they set up and tried new programs. The issue had not yet resolved, but was still being working on.

Manufacturer narrative:
Concomitant product(s): product ID: 977a260, serial# (B)(4). Implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient reported via the manufacturer representative (rep) that the implantable neurostimulator (ins) was turning off by itself. The patient would lose stimulation when it turned off. The patient was also getting stimulation in a different location (ribs and shoulder blades) than before. The rep suspected that the lead had migrated. The patient was able to get good coverage on the other lead. No trauma/falls were related. Both the shutting off and the stimulation in the wrong location occurred on the same day. The device was turning on/off. Additional information received from the rep in response to follow-up reported that no further information was known. The patient had been instructed to contact the rep if the problem continued and they hadn't been contacted by the patient. Additional follow-up was performed to determine what actions were taken to address the event and if it was resolved. Relevant medical history included non-malignant pain.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, implanted: (B)(6) 2015, product type: lead, product ID: 977a260, implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient had the ins removed in 2017 because it was not helping with pain and it was sending a "pulsing" sensation to their stomach. The patient stated that the leads were left in and they were having a different input in but they needed to do a MRI first. No further complications were reported/anticipated.